Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The medtronic representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Following this a software investigation was initiated to determine the root cause of the anomaly. The software investigation was unable to determine the root cause of the anomaly due to three documented attempt being made to gather the data logs for analysis. No logs were provided for the investigation. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system shut down during the case. No initial troubleshooting was performed. The site brought in their second imaging system to complete the case. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.